Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. Two pins were present in the one and two slots on the device preventing full range of motion of the cutting slots. The pins were assembled to prevent device breakage and the device will still function as intended. The device was manufactured in 2013 and shows signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The probable cause of this event is rework due to a device design issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, the cutting block has two pegs in the anterior cut slot preventing the use of a standard saw blade. There was no harm to patient and a delay of 3 minutes. Procedure was concluded with a narrow saw blade from stryker.